Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported the patient experienced an infection at the ipg site. It is unknown how the infection was treated or if it has resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.